Event description:
It was reported that during an unknown procedure there was no difficulty with the device intraoperatively. There was no problem observed with the formation of the clamp during the procedure, a test with methylene blue solution was performed, the surgeon reports that there was no leakage. The surgeon reported that in the reoperation there was (hemoperitôneo) a large amount of blood coagulo between the pouch and the stomach, parietocolic drops right and left.

Manufacturer narrative:
(B)(4). Date sent 1/30/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the exact product code? What was the surgical procedure? Was the site of bleed identified? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What color cartridges were used? How was the gastro jejunostomy created? Does the surgeon believe the bleed is associated with the stapler or was there other patient contributing factors? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.